Event description:
The hospital reported that on camera during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip sheath broke off. No components of the device fell into the patient. No additional incisions were required. Jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There were no resistance noted while inserting the harvesting tool into the cannula. There were no procedural delay. A replacement device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). H6--additional problem code added "fitting problem".

Event description:
The hospital reported that on camera during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip sheath broke off. No components of the device fell into the patient. No additional incisions were required. Jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There were resistance noted while inserting the harvesting tool into the cannula. There were no procedural delay. A replacement device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/20/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. The grey silicone insulation on the tip of the cold jaw was observed to be peeled back and detached, exposing the metal tip of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be intact, with no visual defects observed. The cannula was also returned for evaluation. Blood was also observed on the cannula and intact c-ring. There were no visual defects observed on the cannula or the c-ring. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The toggle was manipulated on the harvesting device to open and close the jaws with no physical or visual difficulties observed. The toggle on the cannula was also manipulated to extend and retract the c-ring with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was confirmed but not confirmed for the reported failure "fitting problem-tool". The lot # 3000260539 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.